Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to performance specifications.

Event description:
According to the reporter: there was difficulty to pass the suture through the tissue and it was torn and bleeding occurred. It was necessary to open a new suture. Surgical intervention was required. There was tissue damage as a result of this problem. The additional blood loss resulting from this product problem did not require a blood transfusion. Sample will not be available because it was disposed by customer. Additional information has been requested of the account but as of yet no answer has been received and it is unclear as far as to the extent of the reported surgical intervention or tissue damage.